Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia thoracic stent graft was implanted in the patient during an unknown procedure at an unknown date.  It was reported that during a follow up visit, a suspected type 1b endoleak was observed.  As per the physician, the cause of the event cannot be determined.  No additional sequelae were reported and the patient will be monitored.